Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of the "cable broken" was confirmed during evaluation by the service technician. The cause of the reported problem was a broken power cord. To resolve the reported problem, the power cord was replaced. Should additional information become available, a follow-up medwatch will be submitted.